Event description:
It was reported there was self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies observed during bench test. Analysis found the upper case was dented, lower case was broken and dented, and the battery release was contaminated. It is noted the side bail covers, ring cover, one case screw, side bails, and ring were missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.